Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior-pathway lumbar arthrodesis (alif) procedure the surgical act was severely impacted by failures of the material, specifically biomechanical failure in zero profile systems. The supplied system failed to provide the required angular path for the diverging bolts. According to studies published in the spine journal, the primary stability of the zero profile alif strictly depends on the exact angle of insertion of the screws to ensure the blockage and avoid backout. The inadequacy of the instrumental prevented the correct torque, generating mechanical instability in the bone-implant interface. Mechanical instability and angular incompatibility led to repeated escapes of the insertion key, exposing the patient to imminent risk of hemorrhage and intraoperative death. Attempts at mechanical correction extended surgical time, increasing the risk of surgical site infection, blood loss, and postoperative thromboembolic complications. Despite these issues, the procedure was completed with clinical success and no observable clinical symptoms or consequences were identified for the patient.